Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose and infection. Customer's blood glucose was 586 mg/dl. The customer was treated with manual injection. The customer was admitted to the hospital. Customer cause of hospitalization as per healthcare provider was lung infection, high blood glucose and cellulitis. The patient is still in the hospital. The customer declined troubleshooting and she would like the device be replaced. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.